Event description:
Country of complaint: (B)(6). The suture separates from the needle.

Manufacturer narrative:
U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples received: (B)(4) unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are no units in our stock. Needle attachment of the samples received was tested and the results fulfil the requirements of the OEM. All packs received are tight. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Action on product: n/a. Corrective/preventive actions: n/a.